Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of leaky two leaky capacitors. This resulted in the observed premature battery depletion.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during a routine follow-up, this device exhibited a longevity of seven years remaining however one week later, exhibited a remaining longevity of only ten months. The patient recalled no issues but is pacer dependent and a replacement was performed. The explanted device is expected to be returned for a longevity evaluation and no adverse effects were reported.